Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the alarms were observed to be routine and did not indicate any issues with the system controller. The submitted log file contained approximately 10 days of data (B)(6) 2020 per the timestamp). The log file captured power cable disconnect and low voltage advisory alarms that were associated with routine power source exchanges from (B)(6) 2020 at 09:36:24 to (B)(6) 2020 at 11:22:14. The log file also revealed that the system controller was running an older software version, which activates a low voltage advisory alarm with a power cable disconnect alarm after the power cable has been disconnected for five seconds; this issue has been resolved with newer software versions in which only a power cable disconnect alarm will activate under these conditions. The alarms resolved once the power cables were reconnected to a power source. The data in the log file did not indicate any issues with the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller serial number:(B)(6) was returned to abbott for analysis; however, the controller was unable to be located in the lab or on the shipping dock. This file will be opened with further analysis if the controller is located at a later date. The reported event was determined to be caused by routine power cable disconnects during power source exchanges. Heartmate 3 instructions for us (rev. G) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issues do not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the patient's follow-up appointment there was a power cable disconnect and a low voltage advisory alarm. The patient's controller was exchanged.